Event description:
It was reported that the recharger was not charging the implantable neurostimulator (ins). It was stated that the recharger screen was showing ¿audio speaker, recharger battery icon level, and no lightning bolt to say that it was charging.¿ it was noted that after unplugging the recharger from the wall, ¿it went back to saying it was charging.¿ it was noted that the ins battery was ¿flashing a quarter.¿ it was noted that the recharger battery was full. It was stated that the ins battery had gone down ¿so fast¿ and the patient had ¿barely had it on.¿ it was stated that the patient had checked the ins battery two days ago and the ins battery had been at half of a full charge. It was stated that the ins battery had ¿went to nothing.¿ it was noted that the ins battery had never before depleted that fast. It was noted that the patient was charging more than expected.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 37752, serial# (B)(4), product type: recharger. (B)(4).